Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. Review of the episode showed that the patient had vf episodes. The device detected, diagnosed and delivered therapy and vf was converted. High hv lead impedance and noise were noted. The cause of death was unknown.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.